Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 23-jul-2020. The most recent information was received on 20-aug-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('heavy period') in a female patient who had essure (batch no. B49366) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: very healthy and energetic before essure. On an unknown date, the patient had essure inserted. In 2014, the patient experienced menorrhagia (seriousness criterion medically significant), fatigue ("fatigue"), loss of libido ("loss of desire"), depressed mood ("sadness") and dysmenorrhoea ("pain during my periods"). On an unknown date, the patient experienced myalgia ("muscle pain"), joint pain ("joint pain"), ear pruritus ("regular ear itching"), vulvovaginal pruritus ("regular vaginal itching"), pain ankle ("ankle pain"), swelling of eyelid ("swelling on the right eyelids"), sinus pain ("painful sinuses"), depression ("depressed"), hypersensitivity ("hypersensitivity"), eye pruritus ("itchy eyes"), crying ("crying"), breast cyst ("boils and micro-cysts in private parts and breasts"), furuncle ("boils and micro-cysts in private parts and breasts") and genital cyst ("boils and micro-cysts in private parts and breasts"). At the time of the report, the menorrhagia, fatigue, loss of libido, depressed mood and dysmenorrhoea had not resolved and the myalgia, joint pain, ear pruritus, vulvovaginal pruritus, pain ankle, swelling of eyelid, sinus pain, depression, hypersensitivity, eye pruritus, crying, breast cyst, furuncle and genital cyst outcome was unknown. The reporter considered breast cyst, crying, depressed mood, depression, dysmenorrhoea, ear pruritus, eye pruritus, fatigue, furuncle, genital cyst, hypersensitivity, joint pain, loss of libido, menorrhagia, myalgia, sinus pain, swelling of eyelid, vulvovaginal pruritus and pain ankle to be related to essure. The reporter commented: the symptoms fatigue, loss of desire, sadness and pain during my painful and heavy periods started to appear very soon after insertion. I was told that it was normal, my body had to get used to it, except that it has been going on for 6 years and all the other symptoms appeared over time. I want to regain my energy, my joy of living and no longer have new pain. This is why I approached the association which accompanies me in my efforts for a well-thought out future removal to prevent my state of health from deteriorating over the years because of these implants. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(4), reference number: (B)(4)) on 23-jul-2020. The most recent information was received on 12-aug-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('heavy period') in a female patient who had essure (batch no. B49366) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: very healthy and energetic before essure. On an unknown date, the patient had essure inserted. In 2014, the patient experienced menorrhagia (seriousness criterion medically significant), fatigue ("fatigue"), loss of libido ("loss of desire"), depressed mood ("sadness") and dysmenorrhoea ("pain during my periods"). On an unknown date, the patient experienced myalgia ("muscle pain"), joint pain ("joint pain"), ear pruritus ("regular ear itching"), vulvovaginal pruritus ("regular vaginal itching"), pain ankle ("ankle pain"), swelling of eyelid ("swelling on the right eyelids"), sinus pain ("painful sinuses"), depression ("depressed"), hypersensitivity ("hypersensitivity"), eye pruritus ("itchy eyes"), crying ("crying"), breast cyst ("boils and micro-cysts in private parts and breasts"), furuncle ("boils and micro-cysts in private parts and breasts") and cyst ("boils and micro-cysts in private parts and breasts"). At the time of the report, the menorrhagia, fatigue, loss of libido, depressed mood and dysmenorrhoea had not resolved and the myalgia, joint pain, ear pruritus, vulvovaginal pruritus, pain ankle, swelling of eyelid, sinus pain, depression, hypersensitivity, eye pruritus, crying, breast cyst, furuncle and cyst outcome was unknown. The reporter considered breast cyst, crying, cyst, depressed mood, depression, dysmenorrhoea, ear pruritus, eye pruritus, fatigue, furuncle, hypersensitivity, joint pain, loss of libido, menorrhagia, myalgia, sinus pain, swelling of eyelid, vulvovaginal pruritus and pain ankle to be related to essure. The reporter commented: the symptoms fatigue, loss of desire, sadness and pain during my painful and heavy periods started to appear very soon after insertion. I was told that it was normal, my body had to get used to it, except that it has been going on for 6 years and all the other symptoms appeared over time. I want to regain my energy, my joy of living and no longer have new pain. This is why I approached the association which accompanies me in my efforts for a well-thought out future removal to prevent my state of health from deteriorating over the years because of these implants. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 12-aug-2020: initial quality safety evaluation of ptc was added. Due to internal review this case was detected to be reported as serious incident report, amendment was made for event menorrhagia (no serious incident event specified by health authority). Outcome and start date added for some events. Also, following company internal coding review, the reported event ¿boils and micro-cysts in private parts and breasts" was split to the meddra llt: breast cyst, meddra llt: boils and meddra llt cyst nos. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.